Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion. The procedure was completed with a different device. No patient complications reported and the patient was in good condition. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 48mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks and a break. The break was located at 24cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.